Event description:
It was reported that the black ring on the back of the insulin pump was loose. Advised that a replacement of the device will be sent. No further info was provided.

Manufacturer narrative:
The insulin pump was received with loose motor drive support disk.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.